Event description:
Procedure type: hernia. According to the reporter: balloon popped. There was no report of pieces falling into the cavity or impacting the pt. Balloon popped, no pt injury was reported. No other info provided. No other info available at this time.

Manufacturer narrative:
.